Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. Upon investigation the rear response button was non-functional. The cause for the failure was a damaged response button switch. The response button showed signs of physical abuse. The root cause for the damaged switch was excessive force. No adverse event resulted from the defective equipment.

Event description:
During the review of service data, a reportable malfunction was found.